Event description:
It was reported that the 9900 system had a hard drive error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.